Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections, each device is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a lesion in the mid to distal rca (no further information available). The lesion was pre-dilated, and the affected device was introduced into the patient's body. Once positioned, the stent was deployed at 16 atm (rbp). The physician "noticed some dyes staining adjunct to the balloon. The balloon spontaneously deflated consistent with the balloon rupture." The next image showed a perforation which was eventually sealed with a covered stent.